Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient admitted to not properly securing their connection between the extension set and their pd catheter (not a fresenius product) which caused a leak. Additionally, the pdrn previously noted pets and pet dander in the room where the patient conducts pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosage and frequencies unknown). The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until they opted to receive a central vascular catheter in favor of a transition to hemodialysis (hd) for renal replacement therapy. The reported reason for the transition to hd therapy was due to the patient¿s contention that they did not have enough assistance at home to safely undergo pd. The patient continues on hd therapy on a hospital provided hd device. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge.